Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a black screen occurred on a trilogy 202 ventilator. The device was not reported to be in use on a patient at the time of the occurrence. There was no allegation of harm or injury. Trilogy 202 ventilator has not yet been returned to the manufacturer. Good faith effort attempts are being made to gather additional information. If any additional information is received, a follow-up report will be filed. New information/ evaluation: the trilogy202 ventilator was evaluated by a remote service engineer, and it was determined that during system bootup/pc bootup/tsm bootup the first occurrence of black screen was with no accessories used. In conclusion the device was full functionality. Box h coding was updated.

Event description:
The manufacturer received information alleging a black screen occurred on a trilogy 202 ventilator. The device was not reported to be in use on a patient at the time of the occurrence. There was no allegation of harm or injury. Trilogy 202 ventilator has not yet been returned to the manufacturer. Good faith effort attempts are being made to gather additional information. If any additional information is received, a follow-up report will be filed.